Manufacturer narrative:
H2) device evaluation: h3, h6: one device was returned for repair with complaint that error code 41786 appeared. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. Reported issue was duplicated. Visual test was performed, mainboard will be replaced. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing. H2) correction: d4 primary UDI number corrected.

Event description:
It was reported that after switching on for the first time, error code 41786 appeared. The device is unresponsive, and the issue cannot be corrected. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.